Event description:
Additional information revealed the patient stated she had difficulty recharging the ipg about a year ago. As such, she turned the device off six months later and discontinued to use the system in turn, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Reportedly, effective therapy was restored following the procedure.

Manufacturer narrative:
(Continued); 1627487-12192011-003-r; this ipg serial number was included in field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg is inoperable. Consequently, the patient may undergo surgical intervention to address the issue. No additional information is known at this time.